Event description:
It was reported that the top of a small volume folfusor cracked when injecting the first syringe of an unspecified drug into the device. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2014 to january 17, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.